Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the ventilator produced vent inop alarm and motor fault on two different occasions. In the first instance it wasn't noticed by the staff but when the latest fault was noticed we went into the event log to see if it happened before. The vent kept ventilating when it was noticed but immediately taken off the patient.